Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for stopper and hemogard shield not assembled properly with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: this can happen at the trimming process and there are several contributing factors: torn or stretched mylar belt that positions the pad under the trim die. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the hemogard shield and rubber stopper from the bd vacutainer® glucose tubes were not assembled properly. Only the hemogard shield was detached from the tube. No serious injury or medical intervention reported.